Event description:
It was reported that atropine (non-baxter product) medication didn¿t flow in a micro bore catheter extension set with one-link IV connector. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.